Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated a falsely elevated sodium result was generated while using the architect c16000 analyzer. The customer provided the following data: initial 171 mmol/l, retest 136 mmol/l the results were not reported from the laboratory. There was no adverse impact to patient management reported. No other patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) evaluated the analyzer. The fsr replaced the ict reference cup tubing, bellows and poppet valves as well as the ict aspiration syringe tubing to address the issue. There were no additional discrepant sodium results generated on the analyzer after these parts were replaced. The bellows was considered the cause of the issue. An instrument service history review revealed no additional erratic or discrepant results reported on this analyzer nor did it identify any service or complaint issues that may have contributed to this issue on the architect c16000 analyzer, serial number (B)(4). Tracking and trending did not identify an adverse. Additionally, no adverse trend or systemic issue was observed for the bellows part, associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) evaluated the analyzer. The fsr replaced the ict reference cup tubing, bellows and poppet valves as well as the ict aspiration syringe tubing to address the issue. There were no additional discrepant sodium results generated on the analyzer after these parts were replaced. The bellows was considered the cause of the issue. An instrument service history review revealed no additional erratic or discrepant results reported on this analyzer nor did it identify any service or complaint issues that may have contributed to this issue on the architect c16000 analyzer, serial number (B)(4). Tracking and trending did not identify an adverse. Additionally, no adverse trend or systemic issue was observed for the bellows part, associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.